Event description:
It was reported that the device¿s sleep/wake button was unresponsive, preventing normal activation of the ilet until the user placed the device on the charging pad and held the wake button for 30 seconds, after which the button responded and normal use resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control requiring intervention, no alerts or alarms, and no hospitalization. Investigation included customer troubleshooting and education conducted remotely. Investigation of this case revealed that the device responded to a reset procedure, consistent with a temporary user interface responsiveness issue involving the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior resolved by a standard reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.